Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed that the silicon tubing for the aspirate probe 2 was not properly seated inside the pinch valve. The fse re-seated the silicon tubing inside the pinch valve. The instrument is performing within specifications.

Event description:
Falsely low advia centaur xp folate results were observed by the customer on two of the patient results and were considered discordant when compared to higher results when repeated on their alternate advia centaur system. The customer performed a quality control run later in the day that failed and the patient samples that were run previously were repeated. All of the other patient samples that were repeated agreed with the initial results. Corrected results were provided by the customer for the two discordant patient results. There was no known report of patient treatment being altered or adverse health consequences due to the lower advia centaur xp folate results.